Manufacturer narrative:
See mdr1920664-2007-01256 for the delivery device used with this lens.

Event description:
The haptic of the lens did not set correctly in the patient's eye. The doctor removed and replaced the lens.